Event description:
Inaccurate cgm values the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was taken to the ER due to elevated bg and ketone levels. The patient was experiencing nausea and vomiting. The patient was diagnosed with dka and admitted to the ICU. At some point, the patient¿s cgm was reading 360 mg/dl and the bg meter was reading 256 mg/dl. It was not specified when during the event this comparison was taken. The patient¿s dexcom sensor was replaced. There was no documentation of what treatment or medications the patient received while hospitalized. It was also not specified when the patient was discharged home. Attempts to reach the reporter for further event details were unsuccessful. The patient was in stable condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).